Event description:
It was reported that a flogard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected, functionally tested, and a review of the alarm log was performed. The reported condition of insert slide clamp alarm was verified in the alarm log and during functional testing. The cause of the alarm was due to the safety slide clamp being out of calibration. To resolve the issue the safety slide clamp assembly was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.